Manufacturer narrative:
Concomitant medical products: product ID 37092, product type: accessory. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6)-2014 and the battery was charged to 3.865 volts. On (B)(6)-2014 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was going to have a c spine and I spine MRI, noted to be for the patient's needs not being met by the spinal cord stimulation (scs) system. It was unknown if the patient's pain was new or not. Plans were also being made already to meet with a manufacturer representative (rep) to check the scs system. Additional information received reported that the patient was in overdischarge. The patient began having trouble with his therapy about 2 years prior to this report and stopped charging. He had stopped receiving relief from the implant,which was why he stopped charging. A physician mode recharger (pmr) was started. The patient then went home to complete the pmr. A "pcr" error code was seen on the recharger. It was reviewed this was most likely a power on reset (por) code. How to bypass the por was reviewed. Follow-up confirmed that the code was a por and not "pcr." The patient had not returned the rep's calls. Additional follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention had occurred, and if the issue had resolved. This event will be updated if additional information is received. Additional information received from the patient reported that the implant wouldn't work. The patient refused to provide further information as they wanted to speak to a supervisor. Additional information received from the patient reported that they were having charging and communication problems. It was noted that he had called a few times. The battery stayed implanted but did not work. It was noted that 2 years ago the patient had met with a rep for a pmr and it did not work. The battery was not working for 5-6 years and it was removed in (B)(6) 2015. The leads and implantable neurostimulator (ins) were in the patient's possession. The patient wanted to return the components and get half of his money back. It was stated to be junk and it shorted out. The external equipment did not work and he could not communicate with it or make adjustments. Return/analysis policies were reviewed with the patient. Relevant medical history included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.